Event description:
It was reported that an error happened during the boot up phase. Caller cycled power and the error cleared. The programmer remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).